Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy on the liberty select cycler and the report of shortness of breath, weakness, fatigue and subsequent hospitalization for hypervolemia and mild pulmonary edema. However, there is no documentation to show a causal relationship between the adverse event and the liberty select cycler. Additionally, the patient admitted to being non-compliant and not following fluid restrictions. There is no allegation of a machine malfunction related to this event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis (pd) clinic that a male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized on (B)(6) 2018 for fluid volume overload related to non-compliance of fluid restriction. Additional information was solicited and received. The patient presented to the emergency room (ER) on (B)(6) 2018 with worsening shortness of breath, weakness, fatigue and dyspnea on exertion. The patient also reported orthopnea and swelling to his legs and abdomen. The patient recently converted from hemodialysis (hd) to pd therapy and has been completing home pd therapy for the past week. The patient reported he didn¿t think he was pulling off enough fluid during treatment; however, he also admits to drinking more fluids than he should and not following his prescribed fluid restriction. The initial chest x-ray showed mild pulmonary edema and was admitted with a diagnosis of hypervolemia. The patient also has a history of chronic diastolic heart failure. The patient¿s labs revealed bun 88 and creatinine 16.4 in comparison with a recent lab ((B)(6) 2018) of bun 37 and creatinine 9.1. Nephrology was consulted and the patient underwent hd therapy on (B)(6) removing 8 kg of fluid. The patient¿s estimated dry weight is 90kg, but the patient was admitted at 97.9kg. The patient¿s condition and lab work improved. He was less short of breath with exertion and strength was improving. The patient was counseled extensively on fluid restrictions. During hospitalization the patient also discontinued use of lyrica due to recent memory loss and intermittent disorientation. He also had his diabetic medication adjusted for hypoglycemic episodes in the morning. The patient was discharged (B)(6) 2018 and continues pd therapy with no additional reported issues.